Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failures . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited component failure of the outer tube, dented outer tub, damage on charged coupled device unit, component failure of the charged coupled device unit, e111 and e104 error, component failure of the defogging function, and noise in the image. There was no patient involvement.